Event description:
It was reported that the patient felt a "fluttering sensation" in the chest. Interrogation indicated that the patient had a ventricular lead warning trigger, and that the lead impedance was low. Impedance had switched to unipolar as measurements indicated that unipolar impedance was higher than bipolar. Thresholds which were stable had suddenly spiked and there was no capture on the lead. An atrial lead warning had also triggered. Trend data showed many low impedance episodes. Unipolar measurements were within normal range, but there was no capture bipolar. An x-ray revealed a crushed lead where damage to the insulation was suspected. The unipolar pacing was causing pocket stimulation. Both leads were removed and replaced. The atrial lead was nicked during explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): partial lead was returned in segments, analyzed, and the proximal conductor was fractured. It was also noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed),all insulators were breached, the outer insulation was pulled apart due to overstress, and the lead was stretched. (B)(4): full lead was returned, analyzed, and the outer insulation was breached (clavicle-rib crush). It was also noted that there was blood/body fluid on all conductors (not obstructed), blood was present on electrodes, the outer insulation was pulled apart due to overstress, the outer insulation was breached cut, the outer insulation had a cosmetic depression.